Event description:
It was reported that a malfunction alarm occurred while trying to sync the device with the mobile app. There was no adverse impact to the customer¿s blood glucose level. The customer decided to switch to multiple daily injections for insulin delivery and was guided by technical support to place the pump in storage mode. Technical support arranged for a replacement pump to be shipped and instructed the customer to return the faulty pump using a pre-paid label within 10 days.